Manufacturer narrative:
E1 initial reporter phone:(B)(6). H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump fails accuracy (B)(4). This occurred during testing, and there was no patient involvement.

Manufacturer narrative:
H3: one device was returned for repair with complaint of accuracy test issues. Visual inspection showed the device was in used condition. Three accuracy tests were performed and was found to be within specifications. No problem was found. The expulsor was trimmed and the device passed all functional tests.